Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the subject device had zoom in photo showing blank. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4,d8,d9, h2,h3,h4,h6,h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause: due to a failure in switch flexible printed circuit (sw fpc), the switches of the scope/camera head do not work should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.